Manufacturer narrative:
H3/h6: the suspect pump was returned for evaluation. No issues were found in the event history log (ehl). Service history identified that previous repair has been noted in the past 12 months. The visual inspection showed the delaminated downstream occlusion (dso) seal. Functional testing was performed. The malfunction of dso sensor was noted. The dso sensor and dso seal were replaced. The device passed all functional testing after repair.

Event description:
It was reported that the cassette had not been attached to the pump, resulting in an out-of-box failure during testing. There were no patient involvement and harm. Evaluation of the returned device identified a defective downstream occlusion (dso) sensor, this may cause interruption of therapy.

Manufacturer narrative:
D3: mfg. Establishment name updated. H3: the device was received for evaluation. Device was in for service on 14-feb-2025, and it is related to current complaint. Visual and functional tests were performed, and a defective downstream occlusion (dso) sensor was found. The dso sensor was replaced to fix the issue.